Event description:
On (B)(6) 2022, the reporter claimed that this product is unable to obtain adequate sample-inaccurate results. The swabs on these tests are far too flimsy and do not allow you to obtain an adequate sample. The reporter is a healthcare provider and has never seen a test that would not allow to use the swab correctly as this one is not thick enough and just flops around. The results were inaccurate as he/her knew he/her was covid positive and was antigen testing to exit quarantine. These tests said he/she was negative while other home tests showed strong positives. The reporter thinks this is likely due to the swabs being so flimsy and preventing you from getting an adequate sample. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any further information to investigate the false results based on pcr test results to confirm that the results are false with the consent of the reporter.